Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen and unresponsive. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer performed a pump reset to resolve the issue.